Event description:
It was reported that this lead was replaced due to busted lead and inappropriate shocks. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)